Event description:
It is alleged by the pt's representative that, "the femoral stem of his t3 hip system that was implanted in 2003, fractured in 2006 and was revised."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If add'l info becomes available, it will be submitted in a supplemental report.